Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018: the patient reported that their device is not working. There were no symptoms or complications reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.